Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported a patient underwent total knee arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to infection. All components were removed and replaced with cement spacer molds.